Event description:
It was reported that during an unspecified procedure, inflation difficulties were experienced with the maverick2 monorail catheter. The lesion being treated was located in the right coronary artery (rca). The maverick2 monorail balloon failed to inflate and, upon removal, a hole in the balloon was noted. An attempt was made with another manufacturer's balloon catheter; however, the same problem was experienced with this device as well. The procedure was successfully completed with a 2.5x15mm maverick balloon catheter. No patient injuries or complications were reported. Patient status is reported as "okay".

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.